Event description:
Leakage around the twist clamp. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event, leak around the twist clamp. There are no further measures taken relative to this matter.